Event description:
It was reported that during a lap chole procedure, the generator gave an error code 5. Troubleshooting was performed. The tip of the blade broke off. Unknown how the case completed. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.